Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Two batteries were measured at a voltage below 1 v. A power source was used to attempt to connect to the master pdm but was not successful; the device data was unable to be downloaded. Inspection under a microscope found no damage nor corrosion to the battery assembly or the pcb assembly; a root cause for the data loss could not be determined. The reservoir cap was found dented and the piezo was damaged, although it is not certain when or how this damage occurred; no evidence was found on the outside of the housing that would indicate post-use damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to between 330 and 340 mg/dl despite multiple boluses. The pod was worn between 1 and 4 hours on the arm. As treatment, the pod was changed.